Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level. Although occlusion alarms recurred, insulin was being delivered, and the occlusion was identified as being caused by a blockage in the cartridge. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Technical support guided the customer through various steps, including disconnecting and reconnecting tubing and delivering boluses, to resolve the issue. The customer replaced the necessary supplies and successfully resumed insulin therapy.